Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. It was reported that the insertion of the device was "not difficlut". The needles were deployed and upon suture retreiveal the physician thought he had a cuff miss. It was then reported that resistance was felt when trying to remove the device from the artery. The anterior suture was able to be pulled down from the guide. The posterior suture was reported to be "stuck in the device, in the metal guide". There was no report to difficulty parking the foot. The posterior suture was reported to be removed "with force". The device was then able to be removed from the artery. The physician felt there might be a small arterial tear from forcing the posterior suture free. A second device was inserted and deployed successfully for a successful close of the arteriotomy. There was no report of adverse patient sequelae.